Event description:
On (B)(6) 2013, the patient contacted animas stating when programming the time and date during a battery change; some of the rates were erased from the pump. The patient stated that the display screen flashed a couple of times and the rest of the rates suddenly appeared in the pump. The patient denied damage to the pump. There was no indication of moisture. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that some of the rates erased from the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.